Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting oversensing of noise on both the shock and pace/sense channels. Boston scientific technical services provided troubleshooting options and reprogramming steps. The field suspected an insulation abrasion involving the rv lead might be the culprit of the cause of noise. At this time, the rv lead was reprogrammed and remains in service and no adverse patient effects were reported.